Manufacturer narrative:
As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient had her spinal cord stimulator implanted on (B)(6) 2017 and explanted on (B)(6) 2017. The patients spouse reported that the stimulator never worked, the stimulator reportedly caused the patient to become paralyzed from the waist down and the patient became totally incontinent. According to the patients spouse the patient passed away from the above symptoms.

Manufacturer narrative:
Device has not been returned.

Event description:
A report was received that the patient had her spinal cord stimulator implanted on (B)(6) 2017 and explanted on (B)(6) 2017. The patients spouse reported that the stimulator never worked, the stimulator reportedly caused the patient to become paralyzed from the waist down and the patient became totally incontinent. According to the patients spouse the patient passed away from the above symptoms.